Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor alarmed sensor error. The blood glucose reading is 130 mg/dl. Customer stated that she was hospitalized due to low blood glucose. Nothing further reported.